Manufacturer narrative:
(B)(4) were returned to heartware for evaluation; (B)(4) was not returned. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed to evaluate the performance of the returned devices in relation to the reported event. The reported event was confirmed via log file analysis which revealed 2 controller power-ups with their associated motor starts events logged on (B)(6) 2016 at 23:07:12 and 23:07:38 hours indicating that both power sources were disconnected from controller. At 20:52:09 hours, the last data point before the controller power-up, (B)(4) was connected to port 1 with capacity equal to 24% and (B)(4) was connected to port 2 with capacity equal to 79%. The maximum pump off time was 2 hours and 15 minutes. Failure analysis of the controller and four batteries revealed that the devices passed visual inspection and functional testing. Of note, the medical doctor did not believe that the event was device related; additional information available suggested suicide as the cause of death. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the loss of power may be attributed to double disconnection of both the power sources from the controller. With review of the available clinical information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, patient comorbidities, patient factors, and pharmacological causes are possible contributing factors. Patient past and present history of cardiac arrest and possible suicide, as listed by the medial doctor. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(6). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient was alone at home when he was found expired with both batteries disconnected from the controller. Autopsy was performed, however, the pump remains implanted and will not be returned. The coroner declared the death as related to clinical event and not related to the patient's implantable cardioverter defibrillator (ICD) or hvad pump. Controller log files were sent. Preliminary log file analysis revealed one (1) vad disconnect alarm logged on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
The date received by manufacturer initial report date is 02/18/2016 additional information received on january 13th, 2017 indicated that the official autopsy report showed that the patient experienced cardiac arrest. The listed cause of death was suicide. The patient did not have any dexterity issues or problems managing his equipment. In addition, the patient did not have a significant history of confusion or depression. He was in therapy with psychologist "as all patients with vad". There was no damage noted on the controller or on any of the patient's batteries and the driveline was securely connected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.